Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated upon removal of the sensor on (B)(6) 2019, she noticed a small hole from the insertion and the following day, noticed a baby size bump over the insertion site. The patient did not show any signs of pain or infection; however, the patient¿s mother took the patient to the emergency room (ER) on (B)(6) 2019 to have an x-ray taken. The x-ray image confirmed that the sensor wire was still inserted into the patient¿s abdomen. The patient¿s mother spoke to the ER doctor, their primary care physician and endocrinologist regarding the issue and they advised her to contact dexcom on how to remove the sensor wire. At the time of contact, the patient¿s mother indicated that there was no change in size of the bump and there was no redness around the insertion site. No product was provided for investigation. Confirmation of the complaint was confirmed based on the x-ray image results on (B)(6) 2019. The probable cause could not be determined. It was indicated that the patient was under 2 years old, which is off-label usage of the device. No additional patient or event information is available.